Event description:
A large animal dr (vet) reported she found a needle in a box with blood on it. She doesn't know if the needle was previously used. She stated the blood was dry and seen on both the business end and butt ends of the needle. She retracted the rubber valve and saw the blood. The dr stated, she's "sure it's horse blood". She thinks it's possible someone at her clinic used the needle, recapped it, and put it back in the box. She reported the box it was taken from was "overfilled".